Manufacturer narrative:
The insulin pump received with minor scratches on display window, cracked lcd window at bottom left and right side corners, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window thru reservoir tube, cracked battery tube threads, cracked belt clip slot and stripped battery cap coin slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that their insulin pump's battery cap was damaged. Advised customer to use quarter to remove battery cap. Customer stated able to remove cap. Customer further stated the display screen was cracked. Customer stated they do not recall any significant events that lead to the damage or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan customer's blood glucose level was 102 mg/dl at time of reporting. Nothing further reported.